Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 24.3 mmol/l. Customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed displacement verification test and self test and it was passed. Customer did not allege insulin pump was under delivering. Sensor was not calibrated due to high blood glucose level. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.